Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical united kingdom. The customer's report was observed, during review of the device data logs. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The ac charger will be replaced as a precaution. The device will be recertified and returned to the customer. No power-related accessories were returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.